Manufacturer narrative:
(B)(4). Catalog # - correction "sw10920"

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a frozen logo screen on the dexcom device. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation could not be determined. A root cause cannot be determined.